Event description:
It was reported that during a breast biopsy procedure, the device did not deploy. Another marker was used to mark the site without any incident.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.